Manufacturer narrative:
(B)(6).

Event description:
The customer reported error code "(9:9) (10:9) dsp post failure, test data unavailable leads / pads test failure". There was no reported patient involvement.